Manufacturer narrative:
It was reported that the patient experienced a skin irritation while using electrode - adapter - flex. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
Patient reported they were using electrode - pad - foam - vermed a10091 (lot 321241v13) on (B)(6) 2025 when they got open skin reaction. Patient originally state they did not seek any medical attention; patient was not advised to treat with medication. Patient later mentioned they did treat the skin irritation with prescription medication (topical anti-inflammatory). Patient stated they followed proper skin prep regimen and also stated they were allergic to adhesives. Patient decided to take break in service and placed order for vermed electrodes. Additional clarifying information was requested, however, was unsuccessful.